Event description:
It was reported that the patient had their trial surgery 4 weeks prior to the report and since then they had had 5 nosebleeds. The patient had their nose cauterized before the implant surgery on (B)(6) and that left their nose very sensitive and they could have another nosebleed. The nosebleeds originally prolonged their surgery.

Manufacturer narrative:
(B)(4).